Event description:
Pt undergoing cystoscopy examination with rigid scope and resectoscope sheath under anesthesia. Pt was having a resection of bladder tumor. As md surgeon was resecting tumor, the tip of the resector sheath (porcelain-like material) broke off in the bladder. Surgery time prolonged 1 1/2 hrs while dr retrieved broken piece. The edges were jagged on the broken piece causing some trauma to the urethra.